Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture and had blank screen. The customer blood glucose level was 206mg/dl. Customer's mother stated that she can see liquid at the side of the lcd. The customer was advise to revert to the back-up plan. The device will not be returned for analysis.